Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a warning, indicating that it had overheated. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint could not be confirmed or reproduced. The overheat message was not found in the device log. The programmer was left on for an extended period without overheating. However, the system fan was found to be noisy. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.